Manufacturer narrative:
A ge representative performed an onsite investigation. The fluoro functions board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
There are no reports of patient injury or death associated with this event. It was reported the system failed to boot up.